Event description:
Device has been explanted and was discarded.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental med watch will be submitted. Device photo analysis: visual analysis of the photographs identified: opening on posterior side and red tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth due to concern with the product and capsular contracture, baker grade unknown.

Event description:
Patient reported left side exchange from textured to smooth due to concern with the product. Healthcare professional confirmed textured implants and additionally reported a rupture and capsular contracture, baker grade unknown. Device has been explanted.